Event description:
Rptr experienced right implant rupture, breast hardness, swelling, sinking pain, capsular contracture, migraines, urinary problems, joint pain, hand swelling, neck rashes, hardness of breast skin, stays tired, hair loss, chills, teeth and hands stay cold, breast wrinkling, noises/sloshing from right, loss of sleep, nervousness, no energy and breast bubbles. (Also see mw1000991.)